Manufacturer narrative:
H6: investigation summary no photo or sample representation was provided for the complaint. A DHR review was performed and showed there were no issues reported like missing lids during the manufacturing process of the lot number 0120935. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for missing lids for the same part number. According with this investigation there is not enough information provided from customer like pictures of original packaging. For this reason, it can be concluded that there are many variables that could generate this failure mode because this product was sold by a distributor (medline). Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lids). Root cause is unknown with the information given. H3 other text : see h10

Event description:
It was reported that the sharps coll next gen 5.4qt red 20/pack was missing its lid. The following information was provided by the initial reporter: "missing 1ea of the white tops that goes to their sharps containers"

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sharps coll next gen 5.4qt red 20/pack was missing its lid. The following information was provided by the initial reporter: "missing 1ea of the white tops that goes to their sharps containers."